Manufacturer narrative:
(B) (4).

Event description:
It was reported intra-op impedance readings on all combos were >3600 ohms. The leads had been tested during the case and were all normal range. The physician tested the adaptor in the snap lid and combos with 0 were >20k and combos with 1 were 12,103 - 13,405. Other combos were normal range 800's - 1096. The manufacturer representative indicated that they knew going into procedure that electrodes 0 and 1 were out of range so those high impedances were expected. Retesting indicated 0 and 1 were out of range, as expected, but other combos were normal. They don't use 0 and 1 in programming so aren't planning to replace any components of system and will use what they have.